Event description:
User reports the analyzers internal water reservoir was spraying water and noticed 2 patient samples had critical low potassium results which were normal when repeated. Only the following patient example was provided. Initial result gave 2.0; repeated gave 4.6 mmol per l. No erroneous results were reported. Patients not adversely affected. The field service representative found a broken water filter to be the cause, and replaced water filter and dried ise module. To verify analyzer performance, he performed a water fill with no spraying water noted. Calibration and controls were run with all results meeting specification.